Event description:
Information was received indicating that this ambulatory infusion pump the pump failed accuracy testing by -7.10%. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One used device was received for investigation. A visual inspection revealed the device to be in good physical condition. There was no evidence of the reported problem in the event history log. Delivery accuracy testing performed during device evaluation found the pump to be delivering within specification. The complaint was not confirmed.